Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. Visual evaluation noted no issues with fibertak molded handle assembly. However, the looped knotless fibertak w suture link suture tape link assembly was not returned for investigation. No problem found. Functional testing was not able to perform due to missing suture/suture tape assembly.

Event description:
It was reported that during a bankart repair surgery the device tore out directly after the anchor was correctly placed via drill sleeve and after it was correctly predrilled with a ar-3638ds. No broken part of the device remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 21-dec-2022. It was confirmed that no part of the device broke off and the device tore out in one piece. Nothing remained inside the patient.